Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the polyethylene angiographic catheter was opened and noted to be stretched just past the hub prior to placing the catheter in the patient. Another catheter was used to complete the procedure without incident. It was further noted that the catheter was also split. The product problem(s) did not lead to any reported patient impact.